Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
On 10/03/2016 medical records received. After review of the medical records for MDR reportability, the revision surgery notes report synovitis, malaise, fatigue, and some cardiac irregularities. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges pain, soreness, stiffness, swelling, discomfort, increased metal ion levels, and inflammation. Patient is bilateral. Doi and dor the same for both hips. Update rec¿d 07/25/2014 - plaintiff¿s preliminary disclosure form was received, which identified lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 08/07/2014. Update ¿ 09/20/2016 medical records received. After review of the medical records for MDR reportability, elevated metal ion levels were reported, with no actual value given. Adding stem /sleeve. The complaint was updated on: 10/17/2016.